Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone that she tried to press the b button and down arrow to turn the backlight on but it was not working. The customer realized she had programmed a 10 unit bolus and 8.3 units were already delivered. The customer called the paramedics on (B)(6) 2016. Her blood glucose level was 67 mg/dl. She treated her blood glucose level with food and glucose tablets. The customer had over bolused. The paramedics did not take her to the hospital. She was wearing the insulin pump. The device was not returned.